Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and a high threshold measurement but no visible fracture was observed. The lead was then laser extracted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. The lead returned missing the tip section, the tip appears to have been stretched out/ripped apart. The reported allegations were not confirmed based on normal lead returned resistance measurements and inspection which showed no conductor issues.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and a high threshold measurement but no visible fracture was observed. The lead was then laser extracted and was replaced. No additional adverse patient effects were reported.